Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while using their night aligners their bottom teeth hurt really bad (unbearable and very uncomfortable) when they drink any kind of liquid (hot or cold) and when they rinse their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.